Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26297 and 1627487-2015-26298. Follow up information identified, the patient suffered a fall several months ago and as a result both leads (device 2 and device 3) were fractured. The patient underwent surgical intervention to remove and replace both leads which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2015-26297 and 1627487-2015-26298 it was reported the patient is experiencing ineffective stimulation. Lead diagnostics revealed one lead is not working and has high impedances and the other lead auto-reduces. In addition the patient experienced overstimulation and discomfort during reprogramming. The patient reports she fell approximately september 2014. Surgical intervention may be pending to address this issue.